Manufacturer narrative:
Device evaluation: the actual device has been received for evaluation, however, the evaluation has not yet been completed. Once the evaluation is complete, a follow-up report will be filed.

Event description:
It was reported to baxter that a reservoir of a basal/bolus infusor had ruptured during patient use in the hospital. The rupture had occurred after roughly 1 hour after it was filled. The device was filled with 95ml of ropivacaine hydrochloride hydrate and 2ml of buprenorphine hydrochloride. There was no report of patient injury or medical intervention. No additional information is available.